Manufacturer narrative:
Evaluation summary: we investigated the returned product and confirmed that the insertion flexible tube (ift) collapsing, the distal end assy with ccd module + us probe failure, and the light guide fiber bundle (lcb) broken. Based on the result, we concluded that it was caused due to an "excessive" force applied on the ift and led to the us image failure. However, other failures are not "related" to the alleged complaint. Correction information: g6: follow up #1. H3: evaluation device. H6: coding changed based on the investigation result:component code. Additional information: b5: we investigated the returned product and found that the defector wire "stretch", the angle wire play, the lg prong top assy loosen, and the ccd module defect. However, these are not related to the alleged complaint. H2: type of follow up. H6: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The device was returned, but it's still under investigation,so the results of the investigation will be provided in a supplemental report.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. The ift is collapsed by 15cm. There are segments lost in the us image.